Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the insulin pump had a blank display. They tried changing the battery twice but it was still blank. The customer¿s blood glucose level was unknown. They were unable to troubleshoot because the customer and the insulin pump was not with them. The device will not be returned for analysis.